Event description:
It was reported that an ilet pump split into two pieces when the user removed it from a pocket, after which the screen remained usable and the device was synced, but the pump was no longer functional and no injury occurred; the issue involved loss of or failure to bond affecting the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with loss of or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.